Manufacturer narrative:
Note: product reference: 4436920 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st305l sm set sil 8,5f IV reference: 4436920 from batch: nr 36964100. Device history record: batch number: 36964100 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in july 2020. Summary of investigation: one x-ray picture and the form: "request for information - access port incident" were transmitted. The complaint sample was returned for investigation. Visual inspection of the returned device: the received sample is from batch: 36964100. The catheter and connection ring are connected to the access port housing. A lot of tissues and fibrin residues are visible at the level of the connection. The catheter is ~10cm long, graduated from 8 to 17. The catheter is ruptured at the level of graduation 8, its distal extremity has not been returned for investigation. The rupture facies is rough and irregular. Calcification deposit is visible on the catheter surface close to the rupture. These elements are characteristics of catheter rupture due to incorporation into the vessel. The access port housing does not present any defect; some puncture marks are visible in the septum. X-ray pictures review: one x-ray picture was transmitted for review: the catheter is ruptured, but its extremity has not moved. We can see that the catheter was implanted via the left subclavian approach. The catheter trajectory is in a "s" shape, its extremity is slanted in the svc. Questionnaire review: the patient is 73 years old; the catheter was implanted in 2020 (6 years ago). The access port was used for chemotherapy treatment infusion. At the time of the intervention, the device was no longer in use, the date of the last flush/use is not precise. The device was implanted via the left subclavian vein as the patient had a surgical intervention on the right chest. Raw material historical review: the raw material used for the catheter batch included in the device kit was verified. It is compliant with the defined specifications and no other similar complaints were reported on other kits produced with the same raw material. Complaints database review: the complaint database was verified: no increasing trend for this type of incident has been highlighted. Root cause: the elements received allow us to say that the difficulties encountered by the physician during catheter removal results from the catheter encapsulation into the vessel wall. This is a known complication of the access port implantation. The elements that favor catheter incorporation on an adult patient are: a long-term implantation, patient with oncological pathology, fibrin sleeve formation, catheter position too high in the svc or in contact with the vein wall. Unused or irregularly used catheter, chemotherapy treatment, infection or local inflammation, silicone catheters (more rigid than polyurethan catheters), thrombosis. The examination of the explanted device confirms that the difficulties encountered by the physician during catheter removal results from the catheter encapsulation into the vessel wall. Recommendation: the IFU specifies several recommendations to avoid this type of complication. Conclusion: the difficulties encountered during device removal is a known complication of access ports explantation. This event is due to catheter incorporation in the vessel wall after a long-term implantation. This is not imputable to a device dysfunction or defect. The IFU warms the physician about this risk. This is a rare occurrence, no further corrective action is envisaged for the moment.

Event description:
"Description provided: during the procedure for removal of the vascular medical device (port) in the left subclavian position, while performing dissection of the tract followed by the catheter, 8-9 cm of the catheter emerged, while the terminal portion remained firmly adhered to the surrounding structures, staying inside. Subject involved: patient. Consequences for the subject involved: surgical intervention".